Manufacturer narrative:
Result of investigation: the device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, "image loss", could be confirmed. An image disturbance caused by a damaged electrical cable was detected on the tipcam. Furthermore, the tipcam has a break in the shaft. The investigation indicates that user error is the probable cause. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an image loss. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).